Event description:
Through journal article titled "breast implant-associated anaplastic large-cell lymphoma in a postbariatric patient", it was reported a patient "underwent abdominal dermolipectomy and mastoplasty." "During the late postoperative period, [patient] presented discomfort in the left breast with swelling, asymmetry, and tenderness, without any palpable axillary lymphadenopathy. An ultrasound examination of the left breast was performed, revealing the presence of a large ipsilateral prosthetic collection and without any signs of implant rupture" and "multiparametric flow cytometry with an immunohistochemical study revealed cells compatible with bia-alcl with cd2, cd4, cd30, and cd45 positivity and negative for alk-1". Histopathological markers cd30+ and alk- have been received. Manufacturer of device is unknown. Device was explanted with en-bloc capsulectomy.

Manufacturer narrative:
Article citation: de lacerda mariz, j.p.s., de macedo, j.l.s., rosa, s.c. Et al. Breast implant-associated anaplastic large-cell lymphoma in a postbariatric patient. Obes surg 33, 2598¿2601 (2023). Https://doi.org/10.1007/s11695-023-06692-2. Continued e1 (facility name): (B)(6). Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required. The events of bia-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl and seroma-late.